Event description:
Placed 24g midline catheter to r ac vein; inserted 6 inches. After completion pt became flushed and mild shortness of breath, which resolved after 20 mins. 45 mins after insertion pt had shaking, chills, temperature of 48 degrees then spiked to 101.5 degrees. Removed catheter, symptoms resolved after 20 mins. Pt back to baseline.